Manufacturer narrative:
Further information was requested but not received the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a diagnostic anomaly was observed on the implantable cardioverter defibrillator whereby ventricular tachycardia was labeled as supraventricular tachycardia. The patient was stable.